Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted he attempted to remove the mesh, however it was quite adherent to some area of the anterior abdominal wall and the bowel was matted to underside of the mesh, making it inseparable and impossible to dissect the mesh free completely without resulting in multiple enterotomies and significant bowel resection. It was reported that the patient experienced severe pain, discomfort and inflammation. No additional information was provided.